Event description:
Caller reported that a cartridge was damaged, with the issue having occurred four times over the past month, involving the cartridge pigtail detaching from the t: lock and tubing snapping off. There was no adverse impact on the customer¿s blood glucose level. The customer successfully changed the cartridge and resumed insulin therapy.